Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The patient was reportedly "over 50" years of age. During the procedure, as the catheter was being placed, it buckled. The physician tried to use a guidewire to place the catheter, but it kept buckling. The catheter would not straighten out to insert cleanly. The physician used another of the same device to complete the procedure with no complications to the patient. The patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B) (4)